Event description:
The needle was bent to deliver locally at an angle inside an incision. Upon taking the needle off the syringe using a twisting motion, the safety cap popped off. Healthcare professional's impression:this is not a misuse of the product and it happens quite frequently; the cap just pops off when you twist the needle off the refill with local lidocaine. Manufacturer response (as per reporter) for safety needle cap, eclipse needle.